Manufacturer narrative:
The device has been received, but the investigation is not yet compete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. The steerable guide catheter (sgc) was inserted into the left atrium (la) and standard aspiration was performed while removing the dilator. However, air was then noticed in the hemostasis valve of the sgc, causing an inability to aspirate while removing the dilator. The dilator was removed and it was noted that no air entered the patient. Dur to this issue, the physician decided to remove the sgc and replace it. One clip was then successfully implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported leak was confirmed and appears to be due to an observed tear in the silicone valve of the hemostasis valve. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the leak appears to be related to the observed tear in the silicone valve of the hemostasis valve; however, a cause for how the torn valve cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.